Event description:
A customer reported a leak from the probe wipe of the act diff instrument. The instrument leaked about 5 drops of diluent reagent fluid and was not contained. No erroneous results were generated in connection with the reported event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was not dispatched. A customer technical specialist assisted the customer in cleaning the probe wipe. This resolved the issue. Customer resolved the issue